Manufacturer narrative:
Device code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. Evaluation result code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The foreign manufacturing representative later indicated that the pump was already replaced; the intervention/explant was performed on (B)(6) 2016 due to the reduced elective replacement indicator (eri) and the explanted device was sent back to the manufacturer. The physician thought the pump had failed/assumed something went wrong with the pump and the concentration change would not solve the problem.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-16, information was received from a healthcare provider (hcp), via a company representative, regarding a patient who was receiving an unknown drug via an implantable pump. Indication for pump use was unknown. Medical history was unable to be obtained and the patient was not taking any concomitant medications at the time of the events. On an unspecified date, an "elective replacement indicator (eri) problem" was noted during device follow-up. On (B)(6) 2016, during postoperative interrogation, the estimated eri was 81 months. On (B)(6) 2016, a follow-up interrogation noted eri at 81 months. On (B)(6) 2016, following a daily dose increase, the eri was reduced to 51 months. On (B)(6) 2016, following another increase in the daily dose, the eri was only 31 months. No diagnostics, troubleshooting, interventions, or actions were taken. As of (B)(6) 2016-, the pump was working, the patient had not had any withdrawal symptoms, the device remained implanted an in service, the event was not resolved, the hcp had no further information, and the patient's status was reported as "alive - no injury." It was noted that surgical intervention was planned, but no date was scheduled. On 2016-02-17, additional information received from the hcp, via a company representative reported that the current dose was 3.9 mg/day, the pump was still working, and the patient had not had withdrawal symptoms. On 2016-02-18, additional information received from the hcp, via a company representative reported that they were using mixed drugs: morphine 1.8 mg/ml and bupivacaine 4.6 mg/ml. It was noted that only a daily dose change was performed, the concentration remained the same;the postoperative dose was 1.1 mg/day and it was increased to 3.8 mg/day "step by step." On (B)(6) 2016, troubleshooting assistance calculated, the flow-rate increased from 0.61 ml/day to 2.11 ml/day, which was consistent with expected longevity declines with the higher flow rate; the company representative intended to advise the hcp of the calculations. On 2016-03-01, the pump was received with no further information. Additional information regarding the date of any intervention was requested, but had not been received. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.